Event description:
On (B)(6) 2025, it was reported that the user's ilet had developed maladaptive dosing behavior due to irregular meal announcements (only announcing breakfast and snacking without entry). The user experienced elevated blood glucose up to 300 mg/dl for prolonged periods. The user¿s caregiver requested a factory reset to correct the device¿s adaptive learning profile. The agent guided the patient through the reset and reinitialization and reviewed best practices for meal announcement and algorithm learning. The user declined additional training. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.